Event description:
It was reported that (1) device was used during a laparoscopic bowel resection. It was reported by the rep that the jaws on the lcsk5 jammed/did not provide good hemostatis. The case was completed by using another instrument. There was no consequence to the pt.